Event description:
The user facility reported that during extracorporeal circulation/cpb, a segment of flexible tubing became disconnected from a blood reservoir bag that was included in the bypass circuitry. Corrective measures were undertaken and the procedure was completed without further incident. There was no harm or injury to the patient.